Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 124 mg/dl. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Customer reverted to manual injections for insulin therapy.